Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient stated the doctor told her she had an infection somewhere in the body, but they didn¿t know where. The change in therapy/symptoms was considered sudden. The patient stated she had her pump filled during the day, and by that night, she was in the hospital sick. The patient stated she was vomiting, couldn¿t keep her head up, and couldn¿t walk. The patient stated they had done all sorts of testing, but had found nothing wrong. The patient then stated they told her they found she had an infection in the body, but didn¿t know where the infection was. The patient stated they had not told her the type of the infection. It was unknown if the infection was confirmed. The onset of the event was reported to be 2017-may-22. Interventions included intravenous (IV) antibiotics. The patient was hospitalized at the time of report. The patient wanted to know if the medication in the pump could cause her to be sick. No further patient complications were reported.